Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, pressure sensor and membrane were replaced in order to solve the reported issue. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Based on available information the root cause of those parts being defective remains unknown. This complaint is considered as not confirmed. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "downstream pressure error - replaced sensor pump and calibrated correctly. Performed quality test - pump failed. Occlusivity test pressure jumped up and down around 1.7 bar (attempt multiple times). Replaced the membrane - pump calibrated and passed quality test. 24.97ml at 25ml @250ml/hour for 6 mins. Pump returned to service." Reporting due to the referenced issue (potential defective pressure sensor); no serious injuries were reported. More information is needed to complete the investigation.